Event description:
The device was returned to the service ctr with a report from the customer contact that during preventative maintenance testing the device alarmed with error code 18/000/000 (history pointer error). This did not indicate a reportable malfunction. However, during verification testing at the service ctr, battery leakage was noted in the battery compartment and middle printed circuit board.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.